Manufacturer narrative:
Details of complaint: the customer reported that this central nurse's station (cns) is having issues. According to the customer, the unit will boot up normally and a short time later, it goes into a blue screen and they're unable to do or see anything. The customer tried swapping the hard drives (hdds); however, the issue remained. Investigation summary: the issue was duplicated during evaluation of the returned device. The root cause is hardware failure of the hard drive and motherboard. No further investigation is required. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow up, what type? H11 additional manufacturer narrative.

Event description:
The customer reported that this central nurse's station (cns) is having issues. According to the customer, the unit will boot up normally and a short time later, it goes into a blue screen and they're unable to do or see anything. There was no patient injury reported.

Event description:
The customer reported that this central nurse's station (cns) is having issues. According to the customer, the unit will boot up normally and a short time later, it goes into a blue screen and they're unable to do or see anything. There was no patient injury reported.

Manufacturer narrative:
The customer reported that this central nurse's station (cns) is having issues. According to the customer, the unit will boot up normally and a short time later, it goes into a blue screen and they're unable to do or see anything. The customer tried swapping the hard drives (hdds); however, the issue remained. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 03/25/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: 03/27/2025 emailed the customer via microsoft outlook for all information in the ni list above. The customer replied by stating; I'm unable to provide this information.